Event description:
No additional information.

Manufacturer narrative:
The complaint of slow needle retraction was confirmed from the representative 20g insyte autoguard units that were received in sealed packaging from lot # 4305273. A functional test showed that the needles fully retracted within the safety shield; however, the retraction time exceeded the 1 second specification. The reported complaint of needle retraction failure could not be confirmed since, none of the needles remained exposed. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: it was reported by customer that the 20g IV catheter needle not retracting when the button is pushed which leaves the needle exposed as the needle is being withdrawn from the patient. Verbatim: material #381433, lot #4305273. My team reported consistent issues with the 20g IV catheter needle not retracting when the button is pushed which leaves the needle exposed as the needle is being withdrawn from the patient. Needle remains exposed during withdraw leading to a risk of a needle stick.